Event description:
It was reported that an event with the 26003ba hopkins telescope 30 degree, 10mm,31cm. According to the information received, the scope was plugged into the light cord, resting on top of a patient, not sure for how long. Burned the patient on the left side of the chest; with the distal tip of the scope. They did not notice the burn until end of the case. Degree of burn in not known at time of this report. Additional information has been requested but not yet received as of the date of this report.

Manufacturer narrative:
Investigation is on-going. Product has been returned for evaluation and found chipped and broken rod lenses. When attached to a xenon 300 light source at lowest setting of 5 the scope did not heat up to cause a burn, however; on the highest setting of 100 the distal tip became extremely hot, but not the entire scope. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4).